Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented in the ER after experiencing chest pain. Upon interrogation, high thresholds and weak sensing were observed. Suspected microperforation. Attempted repositioning but was unsuccessful, and the lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead stiffness test was performed and the lead was found to be with specification.